Event description:
It was reported that the on (B)(6) 2012 the patient went to a higher altitude and had an 'immediate' return of symptoms. After coming back from the higher altitude the patient's increase in urination got worse. The patient stated that one week post-surgery she was knocked down 'very hard' and she landed flat on her back. Programs one and two no longer worked and program four shot painful 'shocks' to her twice broken tail bone. The patient stated she called her health care provider (hcp) after the fall and the hcp said if she felt stimulation, she was 'fine.' The patient questioned if altitude or epidurals could affect the stimulation. Additional information received on (B)(6) 2012 reported that the cause of the event was unknown. The hcp wrote that all the patient 'needed was reprogramming.' No clear patient outcome was provided.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va01mcq, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).